Manufacturer narrative:
D4 serial number and UDI was revised.

Event description:
An impella cp was inserted via the femoral artery to support the 79-year-old female patient who had been admitted in with known coronary artery disease and planned coronary artery bypass graft (CABG) surgery. The patient suffered from post cardiotomy cardiogenic shock and presented in scai stage e shock. Prior to the pump placement the patient was known to be suffering from heparin induced thrombocytopenia and a coagulopathy so she was supported by argatroban for direct thrombin inhibition. Other medical history was not shared. The cp pump was supporting when on day 9 of there was new left sided weakness and a code stroke was called. The team imaged and determined there was a large vessel occlusion to the right carotid. In interventional radiology the team performed a stenting and clot removal. Of note, the physician did not attribute the clot to the impella. Support proceeded. On day 13 the team and family made choice to withdraw care and patient expired. The patient's presenting native critical condition, as presented in scai stage e, and withdrawal of care lead to the patient outcome. Contribution of the pump to the outcome was not relayed to the abiomed team.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.